Event description:
The physician reports performing cataract (phaco) surgery with implantation of the mi60g intraocular lens into the left eye. During phacoemulsification, the surgeon observed that the anterior chamber was shallow and the iris prolapsed. Approximately two months postoperatively fibrin was observed on the anterior optic. The pt was treated with anti-inflammatory medication and a yag capsulotomy was performed. Preoperatively, the pt's visual acuity was 20/40. Postoperatively, the pt's visual acuity was 20/200. The pt's current visual acuity is 20/125. The lens remains implanted and the pt continues to be monitored.

Manufacturer narrative:
(B)(4).